Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the dystonia patient¿s implantable neurostimulator (ins) was found to have reached the elective replacement indicator (eri) at the time of report. It was noted the ins had been implanted on (B)(6) 2015 and that the healthcare professional (hcp) involved with the event was ¿concerned¿ about the ¿short time,¿ as the device had been implanted for less than a year. Impedance testing was performed and found the therapy impedance was 751 ohms. A replacement procedure was scheduled for the ¿upcoming days¿ after the initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Analysis of the implantable neurostimulator found there was no significant anomaly, battery was at normal end of life and telemetry/output were okay. (B)(4).

Event description:
Additional information received reported the patient had a consultation on (B)(6) 2016. There was premature battery exhaustion suspected. The right stimulator was used at 4.2v, 450us, 751oh, 90hz/pps since (B)(6) 2015. The patient had required hospitalization or longer stay for treatment. The device was replaced. There was no health hazard from the implantable neurostimulator (ins) replacement, there was no patient impact. The outcome was recovered. It was unknown if it was related to the neurostimulator. It was not related to the lead or other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.